Manufacturer narrative:
Patient identifier: correction from na to unk. Expiration date correction from 03/31/2017 to 03/31/2018. (B)(6). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. Trending analysis by lot number was reviewed from 04/27/2017 to 06/26/2017 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. An issue with the concomitant sterrad® 100s is unlikely since the cycle passed and the ci disc changed color correctly. Additionally, the bi was negative for growth. The assignable cause could not be verified. It is unlikely the suspected positive bi was caused by a manufacturing issue as the cyclesure® retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the cycle passed and the customer stated subsequent bi was negative for growth. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
One complaint bi was received for visual analysis. There is no media in the vial. The ci disc has silver raw material exposed. This indicates that at the time of sterrad processing there was media on the ci disc from an ampoule with damage of unknown origin. If media is present, the h2o2 reacts with the media to eliminate the ink coating on the disc which can lead to exposing the silver of the ci disc¿s raw material. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Asp complaint ref # (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The affected load was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.